Event description:
As reported per clinical trial (B)(4): the subject patient underwent an open exploratory primary laparotomy with colectomy concomitant jejunostomy procedure on (B)(6) 2024, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with 2-0 pds absorbable monofilament sutures. A 3 cm overlap in all directions was achieved. On (B)(6) 2024, the subject patient developed seroma and swelling of abdominal scar associated with pain without inflammatory syndrome thereby underwent evacuation of 400cc of serum fluid. No action was taken to the study device. The reported adverse event (seroma) has been assessed per clinician as possibly related to the study device with a causal relationship to the procedure and recovering/resolving. The ae has been assessed as mild in severity. The reported ae does meet the definition of a sae (serious adverse event) and not the definition of uade (unanticipated adverse device event). Addendum per additional information provided: as reported, the phasix mesh was removed by the surgeon on (B)(6) 2024 and the microbiological test shown streptococcus anginosus and staphylococcus aureus mainly on the mesh.

Manufacturer narrative:
As reported, the subject patient developed a seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device. However, based on the information provided, no conclusions can be made. Post surgical subcutaneous seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the additional information received. Based on the additional information received, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s clinical course. Post surgical subcutaneous seroma and infection are clinically understood potential complications of surgery and are identified in the adverse reaction section of the instructions-for-use, supplied with the device as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the subject patient developed a seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device. However, based on the information provided, no conclusions can be made. Post surgical subcutaneous seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4): the subject patient underwent an open exploratory primary laparotomy with colectomy concomitant jejunostomy procedure on (B)(6) 2024, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with 2-0 pds absorbable monofilament sutures. A 3 cm overlap in all directions was achieved. On (B)(6) 2024, the subject patient developed seroma and swelling of abdominal scar associated with pain without inflammatory syndrome thereby underwent evacuation of 400cc of serum fluid. No action was taken to the study device. The reported adverse event (seroma) has been assessed per clinician as possibly related to the study device with a causal relationship to the procedure and recovering/resolving. The ae has been assessed as mild in severity. The reported ae does meet the definition of a sae (serious adverse event) and not the definition of uade (unanticipated adverse device event).